Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to test on the meter for 4 days. Their meter allegedly powers off during use. Customer replaced batteries. Still same issue. Unable to test on meter. No readings. No comparison. Not treated. Customer taking insulin without knowing bg. No further information has been reported.